Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown short gamma nail. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
A left hip revision was reported, it's believed doctor took out a short gamma nail, lag screw and locking screw. There are no x-rays or implants coming back. As per hospital and dr policy.